Manufacturer narrative:
This information was inadvertently left off of supplemental #01 MFR. Report.

Event description:
It was reported by the neurosurgeon that the patient's vns generator battery was completely depleted causing a spike in seizures. A battery lift calculation was performed which showed the vns generator was at approximately 0 years remaining until neos = yes. This supported the report of the battery being completely depleted. However, the patient's re-implant card was later received which showed the device was at neos = yes, indicating the generator should still be delivering therapy to the patient. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported the explanted generator was sent to pathology and discarded per the hospital's protocol. Attempts for additional relevant information have been unsuccessful to date.